Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room by ambulance due to dizziness. The patient reported that the emergency medical technicians (emt) monitoring their rate saw "junctional" and heart rates dipping into the thirties, which was below the programmed lower rate of the cardiac resynchronization therapy defibrillator (crt-d). At the hospital, the device was interrogated, and the device was functioning okay, but the heart rates were dipping. The patient also describing "shooting pains" in the shoulder/device area after falling three times on that area and thought the device had moved as a result. The patient noted that they had been experiencing low heart rates since implant but was told by doctors that their device was okay. The crt-d remains in use. No further patient complications have been reported as a result of this event.